Event description:
Patient reported "experiencing lumps. Exams indicated contracture (grade unknown) and rupture", pain, prosthesis is rigid, "created a tip underneath which is indicative of rupture", hard. The device remains implanted. Side unknown.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported "experiencing lumps. Exams indicated contracture (grade unknown) and rupture". The device remains implanted. Side unknown.